Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ seroma-late unable to observe as it is not related to the device. ¿ calcification: not observed. As per the investigation procedures creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side several fluid collections, intracapsular rupture and benign calcifications via MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported several fluid collections, intracapsular rupture and benign calcifications via MRI and ultrasound. This record is for the right side. The device was explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ calcification : not observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported several fluid collections, intracapsular rupture and benign calcifications via MRI and ultrasound. This record is for the right side. The device was explanted.